Event description:
Reportedly, during cvvh treatment, the circuit had been on the patient almost 24 hours when it was noted that blood was leaking from the blood pump. There were no alarms and the blood pump continued to turn. All pressure transducers were attached correctly and locked with door clamps. The machine had been working without incident before the circuit ¿exploded,¿ with the blood pump still working. No harm or incident occurred to the patient. The aquarius was re-lined and primed, and patient treatment resumed within one hour. Although the set was discarded, all other sets in the store room were from batch lot- n 09 18. It was noted whilst caring for the patient that a large volume of blood was dripping down the front of the machine. The circuit was immediately stopped and discarded. The blood was coming from around the blood pump rotor. It was reported that the tubing had ¿split.¿ a service engineer examined the machine and downloaded the history - no obvious alarms present. The blood pump rotor was covered in blood. The machine passed its self test. The engineer stated that it appeared like either one of the rollers on the rotor would not turn, possibly creating a ¿shearing force¿ against the plastic tubing. This rotor was replaced and the machine has been returned to service.

Manufacturer narrative:
Final evaluation: blood pump. Pump rotor. Inoperative/faulty/bad part. Downloaded machine history. Machine passing self test. Replaced blood pump rotor. Recalibration of pressure-ok.

Manufacturer narrative:
A preliminary evaluation was included in the initial reporting of the referenced subject complaint. However, the formal technical service report was not received at the time of this submission; it is anticipated. Device history review has been requested from the manufacturer; this information as well as the date of manufacture will be provided in a subsequent follow-up submission once it is recieved. Result and conclusion will be amended upon receipt of the technical service report